Event description:
It was reported that when the patient changed their current infusion pump to the back-up one (to alternate use between them) and turned it on, a sound alarm activated and in the screen had the message system fault". They decided to change the battery for a new one, however, once again when turned the infusion pump on, the sound alarm restarted, and the screen was completely black. The device was swapped with a known working device, and infusion was able to continue. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.